Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic roux-en-y gastric bypass. On the last firing, the reload was fully articulated. During firing, the reload shifted from 45 degrees back into the straight position. No known impact or consequence to patient.